Event description:
It was reported to baxter new zealand that a 7 day infusor overinfused during patient use. According to the customer, the infusor was delivering after 4-5 days. No patient injury was reported. The infusor contained 3300mg of fluorouracil in 0.9% sodium chloride (nacl).

Manufacturer narrative:
Additional narrative: the reported condition of "overinfusion" could not be confirmed due to the sample not being available for evaluation per the customer. Should the sample or additional information become available, a follow-up report will be submitted. (B) (4)